Manufacturer narrative:
The manufacturer previously reported receiving information alleging that a red alarm condition occurred on the device. No patient harm or injury was reported. Upon evaluation of the returned unit, the reported alarm condition could not be reproduced during testing. However, the 3-way solenoid valve was found to be defective and required replacement. After replacing the identified components, the device underwent full functional testing and passed all quality and performance checks. The unit was confirmed to meet the manufacturer's specifications before being returned to the customer.

Event description:
The manufacturer received information alleging a red alarm condition occurred. No harm or injury was reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.